Manufacturer narrative:
H10 device evaluation: the consumer returned companion samples and a visual examination was conducted which observed a piece of the cellophane that had been wrapped around the pledget making the string inaccessible for removal. Although this was potentially due to manufacturing, upon review of the device history record (DHR), the lot met all acceptance criteria at the time of release.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal she could not find the string on the tampon as it was wrapped up inside a clear plastic that was around the tampon pledget. She was able to manually remove the tampon and did not seek medical attention. She did not experience any adverse health effects.